Manufacturer narrative:
(B)(4). Date sent: 4/21/2026 d4: batch # unk investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that t the tx60g device was returned sterile and its sale unit. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot number of 587c46 / 40tx60g , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the damage occur right out of the packaging or in the operative field? Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Was sterility compromised as a result of the packaging damage? Please provide a picture (if available) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unk procedure, package had broken before open. No patient involvement.